Manufacturer narrative:
(B)(4) additional suspect medical device component involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient's leads had several contacts that were not usable and had high impedances. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein two leads and clik anchor were replaced. No device malfunction was suspected. The patient was doing well post-operatively. Additional suspect medical device component involved in the event: model #: sc-4316, lot #: 14304535, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's leads had several contacts that were not usable and had high impedances. The patient will undergo a lead replacement procedure.